Event description:
The field service engineer reported an undetermined amount of clenz leaking from tubing underneath the sweepflow tank while performing a shutdown in the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed an active leak. However, he could not determine the exact source. It appeared to be cut tubing at vl14c, but the fse replaced tubing at vl14c, vl61b, and vl11c because they are all in close proximity and was difficult to distinguish which tubing was leaking. The leak was resolved following the replacement of all three tubing. (B)(4).